Manufacturer narrative:
Product ID: neu_stylet_acc, serial# unknown, product type: accessory. Product ID: neu_stylet_acc, product type: accessory. Analysis of the lead with s/n va0684x008 found no anomalies with the device.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the hcp was unable to insert during stylet exchange when placing the electrodes during a spinal cord stimulation test. It was stated that the insertion was complicated because the stylet became caught. Although it may have been possible to forcibly insert, the electrodes were exchanged for new ones to avoid damage to the device. Stylet exchange was not performed during the procedure in the epidural cavity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.